Manufacturer narrative:
The consumer's complaint could not be confirmed. The consumer did not return the reported glucose meter - and the test strips were unknown. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications. Meter was not returned for evaluation.

Manufacturer narrative:
Per label copy/ package insert high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
Consumer called in reporting an incident last friday (B)(6) when he had a reaction after giving himself insulin based on a high bg result. Bg results pulled directly from the meter (B)(6) 2015 at 2:29 am bg 450-took 75 units after this result. At 4:46 am bg 296. At 6:49 am bg 158. At 8:07 am bg 147. Began feeling very bad, sweating profusely and could not walk. Felt his bg was very low. Drank a soda and had several cookies. He tested his bg again a few hours later: (B)(6) 2015 at 12:32 pm bg 247. The consumer alleges a control solution test was performed as instructed in the directions for use and reported the result was within range. While on the phone, a control solution could not be performed because the consumer did not have any control solution with him at the time of the call.